Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of right ventricular capture, which resulted in syncope. This coronary sinus implantable lead exhibited a decrease in pacing impedance. The lead remains implanted. The device was explanted and a new device was implanted.